Event description:
Device malfunction: suture came out of the arteriotomy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. When the physician harvested the sutures and pulled up on the rail suture limb the whole suture came up. A guide wire was re-inserted into the artery and a second perclose at was used to achieve hemostasis. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.